Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have suffered severe gum disease from wearing the byte retainers. They had to have 5 teeth extracted due to this. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.